Event description:
It was reported the external pulse generator (epg) will not power up, despite changing the battery. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. A printed circuit board found out of electrical specification. Upper and lower cases, side bail covers, and battery drawer are broken.